Manufacturer narrative:
Approximate age of device - 4 months. (Calculated from the date of pump implant). The mobile power unit is not a single use device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that no external power and low voltage events were found during review of the system controller log files. It appeared that the locking power cord may have come loose from the mobile power unit. It was reported that the patient's sister may have accidentally tripped on the power cord and disconnected it. During the alarms, the system controller¿s internal backup battery provided power to the pump as designed. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The patient remains ongoing on vad support and no further issues have been reported at this time. Log file evaluation confirmed a no external power event on (B)(6) 2018 1:05 pm while the system was connected to the mobile power unit (mpu), and corresponded to alarms for low power hazard and no external power. The event lasted for 5 seconds and resolved upon reconnection to external power. The associated voltage values indicate that these events appeared consistent with a loss of power to the mpu. This could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet or loss of power to the home. The system switched to the internal backup battery in the system controller and no interruptions in device therapy were captured. Per device tracking records, the patient was issued another mpu. This mpu was not returned for investigation; however, the device history records indicate that returned device was manufactured with the v-lock ac power cord. The account reported the patient¿s sister accidentally tripped on the cord and momentarily disconnected it. Education was provided to avoid this. No further information is available. The manufacturer is closing the file on this event.